Event description:
On (B)(6) 2012 the patient contacted animas to report that she experienced a hypoglycemic event on (B)(6) 2012 and received treatment by emt. The patient stated that she is a competitive athlete and her blood glucose (bg) is tightly controlled. The patient noted that the evening of (B)(6) 2012 she went to bed with a bg of 89mg/dl, and noted that this was a normal bg value for her. The patient stated that she awoke at 12:30am on (B)(6) 2012 feeling like she was having a low bg. The patient did not test her bg at the time, but was attempting to suspend or program a temp basal program of "off." The patient stated that she was incoherent and as a result she accidentally delivered multiple boluses and primes while she was attached over the next 45 minutes. The patient reported that she stopped breathing, passed out, and was convulsing. The patient stated that the emt was called and she was treated with IV dextrose until her bg rose enough that she could eat and drink on her own. The patient stated that her bg after treatment with dextrose was started was 18mg/dl, and that it took several hours for her bg to stabilize. The patient reportedly consumed food and juice until her bg came up to 204mg/dl, at which time the emt felt it was safe to leave the patient's house. The patient was reportedly not taken to a hospital for this incident. The patient reported that she has lost weight and has a tendency to have low bgs at night, and that she lowered her own basal rates as a result. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. Troubleshooting indicated no pump malfunction. The patient was advised to discuss the low bgs and possible need for settings adjustments with her doctor. The patient did not implicate the pump in the reported incident; however this complaint is being reported because the patient allegedly experienced severe hypoglycemia after mistakenly delivering excess insulin while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.